Manufacturer narrative:
Date sent to the FDA: 01/11/2021. A manufacturing record evaluation was performed for the finished device lot number, and no non conformances / manufacturing irregularities were identified. Additional h-3 summary: it was reported, there was a break in the suture thread with loss of the needle. Only pictures were sent for analysis. Upon visual inspection of the picture, a broken suture could be observed. However, no conclusion could be reached on how this happens as the sample was not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post-operative care due to the prolonged procedure?

Event description:
It was reported that the patient underwent a hemorrhoidectomy procedure on (B)(6) 2020 and the suture was used. During the surgical procedure, there was a break in the suture thread with loss of the needle. Intraoperative follow-up radioscopy was requested, where the needle that remained in any patient permeating tissues of the anal region was detected. After 40 minutes of unsuccessful attempt to extract the needle, the same risk / benefit profile assessment in relation to potential sphincter injury with needle extraction versus maintenance of the material, and chooses to keep the object in the patient and observer in the post operative. The procedure was completed. Additional information has been requested.